Event description:
The customer reported to customer service that her transformer is falling apart.

Manufacturer narrative:
Attempts to retrieve the product were unsuccessful as were attempts to retrieve additional complaint information. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.